Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Block g4: the supplemental report 1 submitted on 5/11/2021 had inadvertently listed date 5/10/2021. Corrected date to 4/26/2021. Timeliness of submission is unaffected. Report is not late. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Block a1: patient identifier is available. Block a5: patient ethnicity/ race is available. Block b1: corrected from adverse event to both adverse event and product problem. This was initially reported for adverse event only. Block g4: the initial report submitted on 11/16/2020 had an inadvertent entry. Timeliness of submission is unaffected. Report is not late. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This product problem is being submitted because the manufacturer's device tied itself in a knot in the aorta. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email. All reasonably known patient information is included in this report. This case was reviewed and investigated according to the manufacturer¿s policy. The implant or explant dates are not applicable to this device. Not applicable for this device. Device was discarded at the customer site and not returned to manufacturer for analysis. The instructions for use (IFU) cautions: do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis.

Event description:
It was reported during a diagnostic peripheral procedure, while going through the radial access point and down to the leg the device somehow tied itself in a knot in the aorta. When the physician attempted to remove the device, it created a tear in one of the arteries in the arm. The physician put in a bare-metal stent and used a balloon to tamponade the tear. The patient was discharged later in the evening after hemostasis. This adverse event is being submitted because the manufacture's device was used in a procedure where the patient sustained an injury requiring intervention.